Event description:
It was reported to medtronic minimed that the customer experienced recurrent sudden logout from the carelink connect applications and had no trouble signing in despite having strong internet connection, uninstalling and re-installing the app. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed for the general documentation. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6111.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event using was not necessary as the investigation of the live production setup provided the root cause for the issue. This issue is confirmed. The cp mobile software successfully adhered to the specified requirements and performed in accordance with the expectations specified in 10939136doc_r. However a carelink infrastructure change was required to address the issue for which details are provided below. The carelink requirements document is listed below under ""sw requirement doc. After conducting a thorough investigation, we found that the consumer for the inactive notification processing pipeline was not consuming data from a new kafka topic partition created for scaling purposes. This was causing ""no data alerts"" to be delivered to carepartners even if there was data and periodics actively being processed in our system. This new kafka topic partition was created in an effort to scale the periodic validation process to handle a larger load. To fix the issue, the dev team reset the offsets for the consumers currently being tagged as inactive to clear the queue for sending the false notifications. Then, they restarted the inactive notification jobs so that they also consumed data from the added partition. This was able to fully resolve the issue. The mobile apps team was able to validate and confirm that the issue was fixed after these two changes. The chg number that corresponds to deployed infrastructure change is chg0343722. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the cause of the erroneous ""no data banner"" has been identified and has been resolved as of 2/24. Please reopen the ticket if issue persists. No action needed from customer at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.